Event description:
It was reported that during routine testing, the device showed a malfunction. No problems however have been reported by the pt, who is apparently able to use the speech processor as normal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.